Event description:
There was no impact on the patient or the procedure due to the reported issue. The navigated bronchoscopy was completed with no delay.

Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report, to provide additional information based on the investigation of the returned device, and additional information regarding the reported event. The subject device was returned for evaluation. It was confirmed there was a loose metal sleeve that inserted into the scope adapter. The metal sleeve was fully contained and able to be slid into place to provide function during insertion into the adapter. It was determined that the metal sleeve was unable to become detached from the device and therefore would not harm the patient. Adhesive was observed on the metal sleeve. According to the investigation, the investigator was unable to determine the reason for the metal sleeve being loose. The investigator determined the issue was possibly due to unusual force being applied while connecting to the adapter. Veran will continue to monitor field performance for this device. D9: date returned to manufacturer is unknown. This supplemental report is being submitted as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Event description:
Prior to the start of the case, a catheter (sac 90) was opened to confirm fit in the working channel of the scope. Dr noticed a metal piece on the catheter itself that is not typically there as it was fed into the channel.